Event description:
It was reported that the 9800 system had poor image quality with pixilated images and the image would flicker during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The beam was aligned and the camera and image processor were replaced during the service call. The system was tested and found to be working as intended and put back into service.